Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The sample was requested for investigation.

Event description:
The initial reporter questioned a positive result for 1 patient sample tested for elecsys anti-hcv ii (anti-hcv ii) on a cobas e 801 analytical unit. The result from the e801 analyzer was 1.440 coi (positive). The result from the autobio method was 0.007 (negative). The hcv rna result was also negative. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
Section d4, expiration date was updated. Calibration was acceptable. The customer stated qc results were within the acceptable range. The sample was submitted for investigation. The customer's positive anti-hcv ii results were reproduced at the investigation site. Immuno blot confirmation testing showed a negative result for anti-hcv. The elecsys anti-hcv ii results are considered to be false positives. Single false positives can occur and are covered by the specificity claim of the assay. Product labeling states: "repeatedly reactive samples must be confirmed according to supplementary algorithms. A cobas e flow is a procedure programmed into the system to enable a fully automated sequence of measurements and the calculation of assay combinations to perform decision algorithms." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation determined the event was due to a sample-specific issue. The elecsys anti-hcv ii assay performs within specification.